Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged and had no capture. The patient experienced progressive fatigue and decreased energy. The lead was explanted and replaced. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.